Event description:
On (B)(6) 2012, the patient contacted animas and stated the keypad buttons were unresponsive. The pump reportedly froze and the patient was not able to use the keypad buttons in order to confirm the verify screen. The keypad and bolus button were reportedly intact. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): testing was unable to power up the pump to perform complete analysis. Visual analysis revealed moisture in the display window and on all surfaces of the pump. There was moisture and corrosion on the power circuits. Leak test failed due to a display lens leak.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.